Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per follow-up with the ccp, the roller pump did not stop or change speeds and 1/4 inch tubing was being used.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported pulsating rotation of sucker roller pump. Case was finished with no problems. Perfusionist (ccp) noticed it when he was wrapping up the end of the case and cleaning up. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, product surveillance technician (pst) observed a pulsating rotation of roller pump gut and determined that the motor encoder assembly was the cause of the problem. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.